Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles also alleged headache and shortness of breathing. There was no report of patient any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section h4 was reported incorrectly which is corrected in this follow- up report. The manufacturer previously marked h10 incorrectly. In this report h10 has been updated/corrected.